Event description:
The patient reported that keypad was intermittently unresponsive about two days ago. The patient also stated that the pump is in a case and that he wears the pump attached to a belt. In addition, the patient indicated that he does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.